Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer is getting button error alarm on the insulin pump. Customer stated that he took out the battery but did not work. Advised customer to go back to hospital for a replacement.